Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an e-2 message on the freestyle libre 2 reader and being unable to obtain glucose results. As a result, customer experienced confusion, speech difficulties, and unspecified symptoms of hyperglycemia. Customer's son tested the customer's glucose on an unspecified blood glucose meter and obtained a result of 'hi' (reading >500 mg/dl), so customer self-treated with insulin and was taken to a hospital where she was diagnosed with hyperglycemia and received unspecified treatment.

Event description:
Customer reported receiving an e-2 message on the freestyle libre 2 reader and being unable to obtain glucose results. As a result, customer experienced confusion, speech difficulties, and unspecified symptoms of hyperglycemia. Customer's son tested the customer's glucose on an unspecified blood glucose meter and obtained a result of 'hi' (reading >500 mg/dl), so customer self-treated with insulin and was taken to a hospital where she was diagnosed with hyperglycemia and received unspecified treatment.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.